Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but is not limited to vascular trauma. The gore® molding & occlusion balloon catheter is being reported separately under complaint (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent endovascular procedure to treat an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The endoprosthesis was deployed, and touch-up ballooning was performed by a gore® molding and occlusion balloon catheter. A proximal type I endoleak was observed during the procedure, and it was resolved after an additional touch-up ballooning was done. Also a type ii endoleak originating from the hypogastric artery was observed, and the procedure was completed. After returning to the hospital ward, the patient complained of lower back pain or back pain. As the patient had complained of lower back pain prior to the procedure, the physician decided to monitor it. On (B)(6) 2020, computed tomography showed a false lumen of an aortic dissection (type iiib) from the distal aortic arch to the proximal portion of the endoprosthesis (around 1.5 cm distal to the proximal end of the endoprosthesis). There was no complications from the dissection. It seemed that the false lumen was almost occluded. The physician monitored the dissection. The patient will discharge from the hospital within some days. The physician reported as follows: it was possible that some excessive force was used during the touch-up ballooning. I thought the dissection developed either during the procedure or after the procedure. Another physician reported as follows: I believed that the dissection developed either during the procedure or after the procedure. It seemed that the endoprosthesis itself did not cause the dissection since the entry tear was small, the false lumen was almost occluded and there was no specific enlarged portion of the false lumen. Manipulation of a guidewire or pre-existing arterial condition (poor condition of artery was observed around the distal arch) might have involved in the dissection.